Event description:
It was reported that the patient presented to the emergency room (ER) on (B)(6) 2011 due to diaphragmatic stimulation. The patient was discharged but returned on (B)(6) 2011 complaining of chest pain. Intermittent ventricular capture was noted. The right ventricular lead had perforated the anterior free wall. It was suspected that lead dislodgement preceded the perforation. The lead was removed.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.